Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented for an initial implant procedure. During procedure, a right ventricular (rv) lead was positioned but failed to convert patient rhythm due to inadequate output during defibrillation threshold testing. The rv lead was replaced during procedure on (B)(6) 2020. Patient condition was unknown.